Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease and diabetes mellitus. The patient¿s clinical state prior to initiation of support was unknown. The primary rn called and reported a purge system open alarm. When lines were traced back, she found the purge de-airing chamber broken off between the de-airing chamber and the purge pressure disk. The patient admitted to moving and trying to push herself up in bed. The rn asked for recommendations and was advised notifying the md for possible replacement or removal. The on-call md ordered for the cath lab to be activated for emergent removal. The impella was weaned by staff to p-2 while waiting for the cath lab. The patient was taken to the cath lab where the impella was removed and the arteriotomy was closed with two proglide devices and one angioseal. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error.

Manufacturer narrative:
D4 serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - pd-purge system- (separation, break):the cause of the issue was not established as no product was returned to evaluate leak location and potential causes.